Event description:
A caregiver (parent) reported an issue with the adc application. The caregiver reported that the customer did not notice when the low glucose alarm sounded and the alert was not forwarded to the caregiver's librelinkup application. Due to this, the customer fell into hypoglycemia with seizure and loss of consciousness. The customer was treated with oral dextrose solution by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported that they are unable to receive notifications in freestyle librelinkup. Attempts to replicate the users compaint using a similar configuration was performed and notifications were received after scanning a sensor. Investigation was unable to replicate the complaint therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A caregiver (parent) reported an issue with the adc application. The caregiver reported that the customer did not notice when the low glucose alarm sounded and the alert was not forwarded to the caregiver's librelinkup application. Due to this, the customer fell into hypoglycemia with seizure and loss of consciousness. The customer was treated with oral dextrose solution by caregiver. There was no report of death or permanent injury associated with this event.